Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 320mg/dl. The customer's levels had been as high as 400mg/dl. The customer states they treated with pump. The customer was not feeling well enough to troubleshoot at the time of call. No further assistance provided at this time.